Event description:
The catheter snapped below the oval area. Unsure of the lot used.

Manufacturer narrative:
This failure could not be verified due to no product being returned for eval. A root cause is unable to be determined; therefore, no corrective action will be taken. If product is returned in the future, the issue will be reevaluated at that time.